Manufacturer narrative:
(B)(4). Damaged anti-backup, damaged cartridge. Cover, damaged/disengaged feedbar. Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and with the tip of the cartridge cover broken off and missing. No testing could be performed due to the returned condition. The instrument was disassembled and the anti-backup teeth were noted to be worn out, the feedbar was noted to be bent and disengaged from the feedbar driver and the lockout spring was out of position. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that there was a cutting clip. During the release of clips, several times it occurred cut of intra-parenchyma vessels (small diameter). When this event occurred, the surgeon used another like device or made a ligature.